Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification, and passed the selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours and no blank display anomalies or frozen display was noted. The pump was received with the time clock functioning properly. The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly was noted. No unlocked keypad connector noted. The power connector plugged in and locked in place properly. The pump was received with a stained keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of a frozen display. The customer's blood glucose reading was unknown. The customer did not receive response from any button. The customer stated that the time clock did not change. The customer stated that the pump responded to remote bolus. The insulin pump will be returned for analysis.